Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 300 mg/dl while using the infusion sets. His normal blood glucose level is 150 mg/dl. He stated, he inserted the headset in his leg and after 36 hours his leg began to hurt. When the headset was removed, the cannula was bent and the adhesive was wet with insulin. He lowered his blood glucose by using a different type of infusion set. He used the infusion set insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. No product was requested to be returned for eval.